Event description:
A health care professional reported that a patient underwent injections of restylane on 6 april 2006 into the bilateral nasolabial folds and oral commissures. Anesthesia in the form of a 4% lidocaine topical cream was used pre-procedure. The first insertion of the needle into the nasolabial fold was uneventful. During the second insertion of the needle into the nasolabial fold area the needle separated from the hub leaving the needle intact in the patients skin. The restylane splashed from the hub and entered the patients mouth. It is unclear if the patient ingested the restylane. No injuries were sustained. The patient swabbed her tongue with gauze and requested the injecting physician proceed with the treatment. The syringe was replaced and the patient received additional injections of restylane into the nasolabial folds and oral commissures without incident. After the injections were completed the patient experienced a vasovagal episode with light-headedness, a tingling sensation in her fingers, cold feet, ashened color and 2-3 episodes of vomiting. During the episode her blood pressure was 112/73 mmgh and heart rate was 64 beats per minute (bpm). The episode lasted 35-45 minutes during which the injecting physician monitored the patient. After 45 minutes the patients symptoms completely resolved and the patients blood pressure and heart rate were 126/78 mmhg and 54 bpm respectively. The patient was offered orange juice and was symptom free when she left the physicians office. No follow-up treatment was planned. The injecting physician reported the vasovagel episode was related to the experience of the broken syringe and restylane splashing into the patients mouth.